Event description:
It was reported the ventricular screw-in lead was no longer pacing two days after implant. Fluoro views showed that the lead had gotten displaced and was hanging in the right atrium. The lead was repositioned but during the second instance the markers under fluoro did not come together until 25 lead turns were made. The lead was then repositioned in the low septal region with 22 turns made. The patient remained stable for three days this time, but after the dressing was removed and the patient returned home, pre-operative symptoms returned. The lead was explant and replaced with a tined ventricular lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead analyzed.